Manufacturer narrative:
A field service engineer (fse) was dispatched onto location and replaced the wash collar drain tubing, which resolved this issue.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a liquid leak from the mc sample probe wash collar in the synchron lx20 clinical system. There was no impact on patient treatment or user safety from this event.